Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced power switching and critical battery alarms. In addition, this patient had a pump stop; however, the patient was reported to be doing fine. There was no reported patient injury as a result of this event. The batteries (B)(4) were returned to the manufacturer for evaluation. The returned batteries ((B)(4)) passed visual inspection and functional testing. The battery ((B)(4)) passed external visual inspection but failed functional testing as a result of exhibiting 6% max error, indicative of a unit that is out of calibration and therefore, unreliable. Battery ((B)(4)) passed external visual inspection but failed functional testing as a result of exhibiting early depletion of cell pair #2, which caused the cell pair voltage to drop below the minimum voltage threshold of 2.8 volts. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms logged for battery ((B)(4)) and two disconnection of both power sources. The mostly likely root cause of the reported event may be attributed to a combination of faulty lishen internal cells within the hvad battery pack and a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate these types of issues. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is six of six reports (3007042319-2014-00445, 2015-04197, 2015-04198, 2015-04199, 2015-04200 and 3007042319-2015-04201) submitted for devices related to the same event.

Event description:
It was reported from the (B)(6) that four (4) batteries were switching from one power port to the other earlier than expected. The ventricular assist device (vad) coordinator stated that for the past two weeks, this patient heard a single beep while the power indicator changed from one power source to the other earlier than expected for four (4) batteries and this occurred several times during the day. In addition, two (2) other batteries caused critical alarms directly after they had been fully charged and connected to the controller. This patient had a pump stop; however, the patient was said to be doing fine. The batteries were removed from service and the patient was provided with replacement devices. There was no reported patient injury as a result of this event. The batteries were returned to the manufacturer for evaluation.